Event description:
It was reported that the patient had a loss of therapeutic effect and no therapeutic benefit from their implantable neurostimulator (ins) following its implant. The patient stated that they did not really experience any improvement during the trial but was told that there was ¿50% changes¿ and that the permanent might help. The patient¿s daughter was also told that 3 of the patient¿s 4 ¿nerves were bad.¿ it was determined that the stimulation was on and at a setting of 0.9 volts. The patient increased the stimulation to 1.0 volts but a few minutes later complained that it caused a burning sensation in the vulva area so it was decreased back down to 0.9 volts. It was also reported that when the patient was reprogrammed by their healthcare professional (hcp) in (B)(6) and, after the setting was increased, they walked away and noticed a burning sensation so the hcp decreased the setting. The patient called their hcp¿s office in (B)(6) but they had no openings until the end of (B)(6) (they were placed on a cancellation list). There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, lot # njd426349n, product type programmer, patient. (B)(4).

Manufacturer narrative:
Type of reportable event: "other" was indicated on the initial report. Additional review indicated that "other" does not apply to this event.